Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had a difficult intubation with failed 3 attempts. The patient was re-intubated.